Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear occurred in the patient¿s operative eye resulting in an unplanned vitrectomy procedure being performed. The surgery center indicated that the capsular tear resulting in a vitrectomy was due to the patient¿s eye anatomy. The lens was successfully replaced with a z9002 lens. The surgery center does not suspect the amo equipment or iol product caused the event. No additional information was provided.

Manufacturer narrative:
The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The surgery center indicated the product and equipment was not the cause of the reported event is reporting this event only and did not request field service or clinical support. The surgery indicated the patient¿s eye anatomy was the cause of the event. All pertinent information available to abbott medical optics has been submitted. Placeholder.